Event description:
A malleable device was implanted, date not indicated. Sometime in february of 1996 the entire device was removed from the patient because it had "eroded due to sepsis."co has requested additional information.